Manufacturer narrative:
Eval summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional info was requested. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported following bilateral intraocular lens (iol) implant surgery, he is experiencing light bursts at night. Approximately four weeks following the procedures, the surgeon performed yag laser. The pt tried anti-glare glasses with no improvement. Additional info was requested. There are two MFR reports associated with these events. This report is for the right eye.